Event description:
Surgeon reported that a 2.4mm ti lcp distal radius plate implanted in 2004 to treat a metatarsal fracture was confirmed by x-ray to have broken post-operatively. Surgeon explanted the plate and six (6) screws.